Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be dropping quickly for the past few weeks. Customer reported blood glucose level was not impacted by the battery issue. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.